Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 11/17/2016. Retain product was tested and functioning according to specification. Return product was not available for investigation. Investigation: a review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Z (product complaint level 2 and level 3 investigation procedure). Customer complaint was not reproduced. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat analyzer is meeting specification. The result of > 9 mmol/l was repeated on the I-stat. No times or patient information were available. Results for potassium are affected by the amount of time the sample is allowed to stand before testing, hemolysis, sample type (serum versus plasma) and interfering substances (bromide, sodium thiosulfate).

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant potassium (k) result on a patient. There were no injuries associated with this event. There were no injuries associated with this event, the patient was treated based on the lab results. There was no additional patient information available at the time of this report. Return product is not available for investigation. Method: I-stat, test time: unk, k: >9.0, comment: repeat testing >9.0; method: lab, test time: unk, k: 4.1, comment: repeat testing 3.8. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(4).